Event description:
Reportedly, after firing, the instrument did not cut properly. Another device was used and the anastomosis was re-done. After three days a leak was noted and the pt was operated on again. Procedure: roux-en-y.